Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported deflation problem could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported deflation problem. It was reported that the balloon dilatation catheter (bdc) deflated slowly after implantation. Functional analysis of the returned bdc tested the deflation time of the balloon and found that on all three attempts, the balloon deflated within specification. The reported deflation problem was unable to be confirmed. Factors that may contribute to deflation problem include, but are not limited to, connection with the indeflator, user technique, contrast mixture, or damage to the inflation lumen. In this case, based on the return analysis, it is unknown what contributed to the inflation problem. Additionally, the return analysis noted that the balloon folded flat during deflation. It is possible that balloon manipulation and exposure impacted the balloon¿s ability to fold. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left main artery. The 3.50x38mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion and the balloon inflated one time to 12 atmospheres and stent deployed. Deflation of the balloon was 90 seconds, which appeared abnormally long. The sds was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.